Event description:
The customer reported via phone call that they had been experiencing large differences between sensor glucose and blood glucose readings. Customer also mentioned a recent incident in which their blood glucose level dropped to 48 mg/dl and they did not receive an alert. Customer treated with juice, and brought the blood glucose level to 52 mg/dl. The customer was advised that the sensor would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.